Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to cellulitis and site infection on (B)(6) 2017. Customer's blood glucose was over 200 mg/dl. Customer reported that infusion site was red and hurting. The customer was treated with antibiotics. The customer was wearing the insulin pump during the hospitalization. Customer inquired on pump warranty information.